Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify prime fill anomalies due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump squirting insulin during the manual prime process. Customer's blood glucose level was 157 mg/dl. Customer stated can¿t check alarm history. Customer stated the drive support cap was sticking out. Customer reported insulin continues to drip after letting go of the act button during the prime process. Customer stated that the insulin did not continue to drip after letting go of the act button. Customer states the motor did not slow down nor did numbers ramp up on the screen. The insulin pump will be returned for analysis.